Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and was determined to be blown. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excess current draw or a defective battery. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that all joints of the spider did not energize to lock in place, even after battery replaced. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.